Event description:
A report w2as received that a physician claimed that the use of the product in the hospital operating froom to disinfect the cystoscope caused the bladder cancer condition of a patient to worsen. The patient was diagnosed with diffuse bone metastasis 8 weeks after last cystoscopy. Subsequently, the patient was reported to have expired. Cause of death has not been provided.